Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: it was reported that the staff mentioned this has happened a couple times. What is the total number of products involved in this event? 11 sutures device return status. Please document the shipment tracking number: please resend box.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a suture was used. During the procedure, the needle bent over and broke off the suture. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information was requested.